Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a clinic follow up the pulse generator exhibited backup operation and the patient became syncopal and fainted. The patient's heart rate was around 20 beats per minute. The device was explanted and replaced.

Event description:
It was also noted that the pulse generator was at elective replacement indicator (eri) level.

Manufacturer narrative:
Final analysis found that the pulse generator was in backup vvi mode. Review of the backup vvi status report showed multiple flipped bits. The battery was at end of life (eol) level. After replacing the battery, normal function ensued.